Event description:
The user facility reported their unit was leaking steam and water into the hallway. The fire department was dispatched due to the steam leak. No evacuations were required. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
The facility contacted steris service and stated an employee had opened the drain valve and left the valve open after the generator flushing was completed causing steam and water to flow into the room. The drain valve had been opened as the unit's generator must be flushed daily before use to prevent mineral scaling or carryover of debris into the chamber. The 16" century vac sterilizer operator manual section 3.2: daily maintenance flush optional electric steam generator instructs the user that after the flushing of the generator is complete; the generator manual drain valve should be closed. The user facility confirmed that the cause of the event was due to user error as the drain valve had not been closed and stated the unit was operating to specification. The sterilizer was installed in october of 2006 and is currently under steris service contract. The last preventive maintenance was completed on may 23, 2014 at which time the unit was confirmed to be operating to specification.